Event description:
Device analysis of the returned electrode showed that the electrode's epoxy has dark discoloration, cracks and was chipped away at the hub. If the epoxy is subjected to too many autoclave cycles, it becomes brittle and discolored.